Event description:
Hosp advised that at 3:30 p.m., a 500cc bottle of amiodarone was hung and the rate set at 21.4cc/hr with a vtbi of 500cc. Approximately 1 1/2 hours later it was observed that 450cc had infused and the rate was 847cc/hr. There was no pt consequence.